Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states customer tested 6.8 inr on the coaguchek xs system while a comparison lab returned as "either 4.4 inr or 4.5 inr." Customer's coumadin dose was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.